Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), the reported patient outcome cannot be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(4), was reported to have been operating as intended and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists death, other neurological event (not stroke-related), and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient did not wake up after ventricular assist device (vad) implant. The patient had tamponade then coded, resulting in an anoxic event. Care was withdrawn on (B)(6) 2023 and the patient passed away the same day. The device was operating as intended and no equipment would be returned for evaluation.